Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at site on (B)(6) 2026. The patient also experienced bent cannula and high blood glucose (bg) of 400 mg/dl. No further information available.